Event description:
It was reported the insulin pump broke and needs to be replaced. Customer's blood glucose was 69 mg/l, has treated. Customer's mother stated the device's screen was cracked and the battery compartment was shattered. Customer's mother stated the customer tried to change the battery and the device went into pieces. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a small crack on the battery tube threads and a cracked reservoir tube lip. No crack was noted on the display window or glass. No broken battery tube threads or missing pieces were noted.